Manufacturer narrative:
The lead was in use for treatment. The lead was explanted but has not been returned for analysis. As a result, the allegations against the lead (threshold elevation) cannot be confirmed. The lead was actively implanted for approximately 16 years, 7 months. This lead is no longer manufactured. Based on this investigation a CAPA is not required. Oscor will continue to monitor this product for complaint trends. A review of the permanent pacing lead final inspection procedure for this device, indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, use helix to connector pin as contact), measurement of "d" dimension on is-1 connector and tubing inspection is done. Following a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and orings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. The pr flexion instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance.

Event description:
The customer reported during routine follow-up this right ventricular (rv) lead was explanted due to high pacing thresholds. The md planned to replaced the device with an MRI conditional system since the pt was very active. Since one small piece of the competitors old lead was not removed, md reimplanted with a non MRI conditional device. The customer's product experience report lists the following information for patient outcome: no patient adverse effects, patient hospitalized, increased follow-up due to device, medical or surgical intervention, antibiotics (intravenous).